Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the device power consumption was increasing in a gradual manner and appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. A device replacement was recommended or have the battery status re-evaluated in 90 days. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.